Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection was performed and a cracked reader casing around the buttons of the reader was observed. The reader was sent for further investigation and de-cased. The customer reported only that the reader would not power on, however burn marks were observed on the pcba (printed circuit board assembly) upon investigation. A burned battery and burned wires were also observed. Extended investigation has been performed. A melted area of the lcd (liquid crystal display) just above the clips that hold the screen in place shows evidence of microwaving the reader. The metal bar that runs along the bottom of the lcd screen and speaker acts as an antenna to microwaves, resulting in heat and melting of the lcd screen. The metal bar is not electronically connected to any other signals/components of the lcd that would cause a short or the observed damage to the reader. The reader's beeper (which is responsible for the readers audio features) located on the pcb also acts as an antenna for energy produced by microwaves. The battery wires were melted, both the insulation and the metal are burned and vaporized indicating the damage was caused from a microwave. It has been determined that the damage observed was a result of microwaving the reader. Therefore, the issue is not confirmed due to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc device did not turn on. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc device did not turn on. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.